Event description:
I had the essure procedure. I have non-stop pelvic pain right near my ovaries. I have horrible periods with heavy bleeding and horrible, painful cramping. I believe I have developed a nickle allergy. I have frequent headaches, and back pain. After the procedure, I had horrible burning pain in my legs, hips and pelvic area. I was told it was probably fibromyalgia. The pain never goes away. I have been told to get a hysterectomy.